Event description:
It was reported that the patient had been receiving inappropriate therapy due to lead noise. The lead noise and subsequent therapy put the patient into ventricular fibrillation. The patient was in ventricular fibrillation and unresponsive when the ambulance arrived. The alert for output circuitry damage due to abraded lead behind the can. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. Analysis found the high voltage output circuit damage on the device. The device was tested on the bench and automated test equipment and no anomaly was detected and the device met all of the low voltage test specifications. The cause of output circuit damage was due to a lead arc to the can. (B)(4).